Event description:
It was reported that the lens vial was found dry. There was no liquid in the vial and white powder was present in the packaging. The lens was not used.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completed of the investigation.